Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, the x-ray demonstrated heavy calcification on two (2) leaflets, and moderate calcification on one (1) leaflet. Host tissue fused two (2) sets of leaflets at their respective commissure on the outflow aspect. Minimal to moderate tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets on the inflow and outflow aspect. Host tissue around the stent circumference was minimal at the inflow aspect and moderate to heavy on the outflow aspect. Incidental findings: approximately 75% of the sewing ring had been cut out as seen on the outflow aspect. The x-ray demonstrated an intact wireform. The clinical observation of calcified and immobile leaflets could be confirmed as heavy calcification led to stenosis of two (2) leaflets. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic aortic heart valve was explanted after five (5) years, three (3) months due to mitral stenosis, secondary to calcified and immobile leaflets. This was replaced with a #25/33 mechanical valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition.